Event description:
During course of treatment, 13 mins into 15 min session, the rope applying steady pull on traction bar suddenly dislodged out of machine, creating a sudden release of all tension and pt sustained a sudden jerk. Rope was noted to have not broken but had somehow unwound in internal mechanism and suddenly released during this treatment session.